Manufacturer narrative:
Investigation results/ visual investigation: we made a visual inspection of the pedicle screw and its inlay. Here we found no deviation to the specification. Both catches are in their correct position (fig. 2&3). The inner side of the head shows no wear or signs of usage batch history review: due to the investigation results, that no deviation is founded, a batch history records was not made. Conclusion and measures / preventive measures: on the basis of the available information as well as the investigation results the product is without an error. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a s4 element polyaxial screw 6.0x60mm (part # st267t) was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the surgeon wanted to turn his head so that it was inserted into the patient and the screw "disintegrated;" the inner sealing ring was loosened. The patient was not damaged, the surgeon had to remove the screw and use a new one. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).